Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display and reservoir windows, cracked case at the reservoir tube window corner, cracked reservoir tube and missing end cap sticker.

Event description:
The customer's mother reported that the insulin pump's up arrow button was unresponsive and that the device was cracked. The customer's mother reported that earlier in the day of the call, the customer had a blood glucose level of 491 mg/dl which was treated with the insulin pump. Customer's blood glucose level at the time of the call was 99 mg/dl. Customer did not recall any significant events leading up to the insulin pump's malfunction. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.